Manufacturer narrative:
A product evaluation was completed on the returned hemosphere 1 monitor. The reported issue could not be confirmed. The evaluation lab was able to obtain normal co reading (~ 7.5 l/min) on module slots 1 and 2 using a swan ganz module and simulator. The co reading remained stable without error for 30 minutes on each module slot. Based on the reported issue there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors.

Manufacturer narrative:
FDA product codes: dqe catheter, oximeter, fiberoptic. Qaq adjunctive predictive cardiovascular indicator. Mud oximeter, tissue saturation. Dxn system, measurement, blood-pressure, non-invasive. Dsb plethysmograph, impedance. Qms adjunctive open loop fluid therapy recommender. Fll thermometer, electronic, clinical. Olw index-generating electroencephalograph software. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. The device history record was reviewed; no related non-conformances were found. No escalation is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, the hemosphere 1 monitor was not giving correct co numbers. The clinician changed cables without resolve. A new monitor worked as expected. It was confirmed that there was no patient involvement associated with the reported issue.